Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a return of symptoms. The pt went in for a catheter dye study. They were able to do a myelogram, but they were not able to aspirated back easily or push fluid easily which caused them to go in and investigate. The catheter was revised. The healthcare provider removed the distal segment of the catheter; the segment had "black crud" on it. The distal segment was replaced. It was noted that the pt had multiple catheter revisions over the years; no additional details were provided regarding those events. The pump was used to delivery morphine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.